Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient's ipg was not holding a charge and it was also frequently charged. The patient underwent an ipg replacement procedure and was doing well postoperatively.